Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg displayed the elective replacement indicator (eri) message. It is unknown if the ipg depleted prematurely or normally. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Patient weight added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.